Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag system was being tested in a mock loop and the motor rpms dropped to zero.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor speed dropping to zero revolutions per minute (rpm) was not confirmed as the reported event was not reproduced during testing of the returned centrimag motor and was not observed in the log file. The returned centrimag motor (serial number: (B)(6)) was evaluated by service depot alongside known working test centrimag equipment and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. A full functional checkout was performed and the unit passed all steps of testing without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. A log file was downloaded from the returned centrimag console and data from the event date of 09sep2025 was reviewed. The system was observed to be operating the motor at the set speed of approximately 5000 rpm and a flow of approximately 9.3 liters per minute without any issues. The data in the log file did not indicate any issues with the centrimag motor. No atypical drops in motor speed or atypical alarms were observed throughout the timespan. The system was manually shutdown on 09sep2025 at 09:28:38 and removed from patient use. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the system operating manual instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, motor, and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.